Event description:
It was reported that the patient had difficult venous anatomy during the implant procedure. The left ventricular (lv) lead dislodged during attempted positioning. While attempting to reposition the lead, it dissected the coronary sinus. A new lv lead was attempted, but could not be implanted due to the patient anatomy. The lv port of the device was plugged and no lv lead is in place. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).